Event description:
The shaft of the guide catheter outer jacket separated inside the sheath while being removed from the pt. The physician inserted the guide catheter into the pt through a sheath to cannulae the right coronary artery. The physician was having difficulty torquing the guide into place. The guide was not turning. The physician commented that they felt something give. The guide was removed from the pt, and the shaft was separated, inside the sheath, but not fully detached. The physician replaced the guide with another to complete the case. The pt is reported to be fine.